Event description:
Patient's meter would only prompt a clean test area message while attempting to test. The patient reported no high or low blood glucose symtpoms while attempting to test. The issue was not resolved with troubleshooting. No further information has been reported.